Manufacturer narrative:
Per the doctor/injector, the patient was injected with bellafill on (B)(6) 2015 in multiple locations, both on-label and off-label: on-label: both nasolabial folds. Off-label: brows, cheeks, tear troughs, marionettes, and upper and lower lips. The doctor split ~5 bellafill syringes of the same lot (f151013), injecting about half on each side of the face. Per the doctor/injector, the issue with pitting where product/material extruded, requiring excision, occurred only in the left nasolabial fold. The doctor performed a partial excision to "get rid of the pitting". Per the doctor there is still bellafill product in that location. The doctor has offered to perform a scar revision for the remaining scar. The exact date of excision is unknown; however is suspected to have occurred ~2016 timeframe. Other patient information relayed by the doctor: the doctor also reported that there were palpable lumps, swelling, and pain noted in some but not all locations injected: brow, cheek, tear trough, nlf, and marionettes. There are no issues noted in the upper or lower lips. Lumps, swelling, and pain are anticipated patient events that are documented in the bellafill IFU. Clinical studies support that these issue may resolve over time with or without treatment. The lumps and swelling remain but show some progress toward resolving. There is no indication at this time that the lumps and swelling would not resolve on their own over time. The doctor also states that after injection of steroid in a lump in the cheek about 6-8 months ago, the patient developed an abscess which resolved. The doctor is not sure how the abscess occurred, but he states that he has since taken extra effort with face cleaning with this patient, with no subsequent similar issues. Review of the lot (f151013) used in the patient's procedure found no issues in manufacturing, the lot met all acceptance criteria upon release. The lot expired in 2016; therefore retained lot samples are not available for review. Bellafill is a single use device and was discarded at the account. Per the IFU "the syringe and any unused material should be discarded after a single treatment visit." The patient's actual age is unknown, but is suspected to be (B)(6). Per the doctor/injector, the patient had dental work separately about the same time as the bellafill injections. The patient is in good health. Bellafill is indicated for the correction of nasolabial folds and moderate to severe, atrophic, distensible facial acne scars on the cheek in patients over the age of 21 years. The bellafill instructions for use provides the following precaution "as with all transcutaneous procedures, bellafill injection carries a risk of infection. The usual precautions associated with injectable materials should be followed" and also directs the user "after ensuring that the patient has thoroughly washed the treatment area with soap and water, the area should be cleaned with alcohol or other antiseptic." The bellafill instructions for use instructs the user that "best results with bellafill are achieved in defects requiring deep dermal implant placement and not into the subcutaneous fat."

Event description:
Medical intervention required to resolve "pitting" in the left nlf. The doctor reported "pitting" in the left nasolabial fold where product/material extruded through after bellafill injection. The patient was injected with bellafill in multiple areas, including both nasolabial folds, as well as off-label in the brows, cheeks, tear troughs, marionettes, and upper and lower lip. The doctor completed a partial excision of the left nasolabial fold to "get rid of the pits".